Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image on the subject device was flickered at the unspecified procedure. At the incoming inspection for the repair, olympus india checked the subject device. Olympus india found that the image on the subject device was flickered which might occurred due to the printed circuit board failure. The hd15 input/output connectors and dvi input/output connectors of the subject device had heavy rust and corrosion. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR. Report . The following sections were updated: d10, g4, g7, h2, h3, h6 and h10. Upon further review by olympus medical systems corp. (Omsc), this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.